Manufacturer narrative:
Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
It was reported the knee was aspirated and fluids tested due to swelling and pain.

Manufacturer narrative:
The associated complaint device was not returned. It was reported that patient had journey ii knee implanted in (B)(6) 2015, and has since had ongoing problems. Patient stated that an aspiration was performed, as well as a cortisone shot and an arthroscopy procedure. Patient also confirms a metal allergy. There have been three attempts made for medical/clinical records as well as initial implant information, however no clinical supporting documentation has been provided. There is also no part and/or lot number provided, therefore manufacturing records cannot be reviewed. Based on the lack of information provided, a thorough clinical assessment cannot be performed. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.